Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that  they noticed probably one day this week they felt like " there's a lot going on" so yesterday they used their programmer to check and saw the eos screen. Pt said their (ins) battery has gone dead. Pt requested to find out their implant dates. Reviewed: (B)(6) 2008 and (B)(6) 2015. Pt confirmed they did not feel their first ins battery depletion was premature but they feel their current ins battery depletion is premature. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.